Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did confirm the error codes. Although the error codes were confirmed, the customer malfunction was not duplicated. The ventilator passed self-testing.

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The customer reported ventilator went into safety valve open. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.